Manufacturer narrative:
The explanted lead was not returned to bsn for analysis as it was discarded by the medical facility. A review of the manufacturing documentation for the explanted lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a pt would have a lead replacement procedure due to high impedances. Refer to MFR report #3006630150-2010-00350. The lead was replaced.